Manufacturer narrative:
The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Vague report received from customer that a couple of months ago, fluid was found leaking out the sides of the maxplus when flushed. No pt harm or medical intervention was reported. No further pt/event information was provided.